Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on 25-feb-2026 and investigation completed on 11-mar-2026 this MDR is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. This investigation has been updated because the malfunction code changed from to , which requires additional activities not included in the original investigation dated 13-dec-2023 the original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 11/mar/2026 against lot number 6000389 and similar malfunction codes: tubing detached from hub, leak between tubing and pump connector/hub - detachment /significant wetness the review confirmed that lot# 6000389 and the identified failure mode are not associated with any ncrs or capas of the same or similar nature. \ similar complaints search: a query was run in the eqms on 11/mar/2026 against lot number criteria equal 6000389 and similar malfunction codes: tubing detached from hub, leak between tubing and pump connector/hub - detachment /significant wetness the number of complaint is 1. The complaint number is complaint (B)(4). Device history record (DHR) review: the lot 6000389 was manufactured according to work instruction (wi) version 57 and manufactured in the l1 line on 15/apr/2023 with a total of (B)(4) units. The sub-assembly: bag sealing lot 3d01275 was manufactured according to the wi version 27 and assembled in the li3010, on 12-apr-2023, with a total of (B)(4) units. The sub-assembly: gluing tubing lot 5419378 was manufactured according to the wi version 54 and assembled in the sc07 line on 24-feb-2023, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Final conclusion summary of complaint investigation: the investigation for this complaint was previously completed on 13-dec-2023 under child complaint investigation record (B)(4). The investigation has been revised to reflect the updated malfunction code and new reportability requirements. The original investigation remains valid and has not been modified. As part of this reassessment, an updated eqms search was performed which identified one related complaint for lot 6000389. No ncrs, capas, trends, or systemic issues were found. As required under the updated reportability criteria, a full DHR review was conducted. All in process and final inspections met specification requirements, and no deviations, rework activities, or maintenance events associated with the malfunction were identified. No visual evidence was available to support confirmation of the reported issue. No photo evidence was provided, so the assessment was based on documentation only. Based on the expanded investigation including updated eqms searches and the DHR review no manufacturing or quality issues were identified. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts) complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient had experienced the infusion set tubing detached from hub event on (B)(6) 2023. The infusion set had been in use for twelve hours. No further information available.